Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the camera image was 180 degrees out. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the 30-degree endoscope was having orientation issues, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that there had been no further reported issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.